Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience v 2.25 x 18 referenced in describe event or problem is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-right coronary artery that was heavily tortuous and heavily calcified. Pre-dilatation was performed with a 1.5 x 8 balloon at 12 and 14 atmospheres and then an attempt was made to deploy a xience prime 2.75 x 33 mm stent at the lesion site but during advancement of the device, the shaft separated in two pieces. Another xience v 2.25 x 18 stent delivery system was also advanced but the shaft also separated in two pieces. The separated portions from both devices were inside the guiding catheter and easily removed. Finally, the procedure was completed using a non-abbott device. The failure to cross and shaft break was due to the patient anatomy. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: device status changed from not returned to returned. Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to interactions with the patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, the xience prime 2.75 x 33 mm stent delivery system was returned for analysis.

Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.